Event description:
Upon receipt of this device, the user reported the blood gass module configuration did not match placement of cable heads. Since the event occurred upon receipt of device, there were no patient contact during this event.